Event description:
The field technical specialist reported on behalf of the customer that while processing an hiv-1 p24 antigen assay on the ortho summit processor several dispense errors appeared on the process report but none of the associated wells were set to invalid. No death or serious injury was associated with this event.